Manufacturer narrative:
Product event summary: the data files were returned and analyzed and showed at least one injection was performed with balloon catheter 2af284 with lot number 49772 on the date of the event without triggering any system notices. The balloon catheter was not returned for investigation. Clinical adverse events were encountered during the procedure. There is no indication of the reported adverse events being related to the manufacturing or performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information received indicated that due to the air embolism, extensive cerebral infarction occurred. Additionally, the cause of the cardiac arrest was the exacerbation of the cerebral edema.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted in the sheath, and as it was advanced near the sheath tip, st elevation was observed. The ischemia team was called, and a coronary angiography (cag) was performed, which showed an air embolism. It was noted that the patient's right side of the body might be paralyzed after checking the pupil of the eye. The patient was moved to another room to undergo a computed tomography (CT scan) and the procedure was then aborted. It was unknown if the patient was under general anesthesia. It was noted that the patient died one week after the procedure.

Event description:
Incoming information indicated that the official cause of death was due to the patients underlying condition of atrial fibrillation and that the cerebral infarction was consistent with the air embolism of the middle cerebral artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.